Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. The reported patient effect of intimal dissection is listed in the xience xpedition, ce eluting coronary stent systems (eccs) instructions for use (IFU) as a known patient effect. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending coronary artery that was heavily tortuous and mildly calcified. Post-deployment of the xpedition 2.75 x 48 mm stent, a dissection was observed. Another xpedition was used as treatment. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.